Event description:
Terumo medical received an FDA medwatch report # mw 5147358. The event description states that "the guidewire perforation during implant attempt. The patient died approximately two weeks later. Cod listed as hypertension atherosclerotic, cardiovascular disease, and coronary sinus perforation. This report reflects information received by FDA in the form of a notification per 803.22."